Manufacturer narrative:
(B)(4). Date sent 11/4/2024. D4 batch #685c77. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the handle shrouds partially open from the battery area to the handle and with no reload present. After further evaluation, the bulkhead contacts were noted to be damaged. However, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, a series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. It is possible that the damage on the handle shrouds was due to improper handling of the device. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 685c77, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device ech60l lot number c9ee8j and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device fire without the firing trigger being pressed? No. Was the battery inserted in the device completely? Yes. Was there any feedback or noise when pressing the firing trigger on the last fire? No. Was the red safety in place when the device fired? Or was it removed at the time of the last first before touching the battery? No it was not put back on before the battery was adjusted.

Event description:
It was reported that during an unknown procedure the gun was used without any issues for the first 5 firings. On the final firing the surgeon precompressed the tissue for 30 seconds, then removed the red safety and held the firing trigger, but nothing happened. I told the surgeon to remove and reinsert the battery. Then when they touched the battery the gun fired. There were no issues with the staple line. The battery was adjusted and it then fired there were no patient consequences.

Manufacturer narrative:
(B)(4) date sent 11/25/2024 d4 batch #685c77. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the handle shrouds partially open from the battery area to the handle and with no reload present. After further evaluation, the bulkhead contacts were noted to be damaged. However, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, a series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts is potentially related to a manufacturing process. It is possible that the damage on the handle shrouds was due to improper handling of the device. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 685c77, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2024 additional information received: discussion with the surgical team regarding their experience with the device: per the surgical team, overall, they are pleased with the device, the main concern is the issue of battery power while in procedure. Per the surgical team, they have had difficulty with the battery power source disconnecting from the device. Also had difficulty straightening the device to get out of the port after firing cycle was completed. Additionally, they have noticed stiffness, making it slightly more tuff to use then the previous stapler. They liked the articulation for bariatric procedures. Firing is smooth and controlled. Ergonomics is easy to use.